Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a mildly tortuous and mildly calcified lesion exhibiting 70% stenosis in the svg associated with the om. The lesion was not pre-dilated. The device was removed from packaging per IFU, inspected and prepped with no issues noted. Resistance was encountered in advancing the device and excessive force was used during delivery. It is reported that the device could not cross the lesion and stent deformation occurred in vivo during positioning. No patient clinical sequelae reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The middle section of the stent had raised and misaligned struts. Cine image review: images identified the treatment of a proximal lesion in the bypass graft to the om. This lesion was pre-dilated and stented. A second lesion at the ostium of the graft an the native vessel was also pre-dilated and stented without issue. It appears that the attempted delivery of the original resolute integrity stent was not captured on the images. Given that the lesion was successfully crossed post the pre-dilatation activities, it appears most likely that it was necessary to pre-dilate the lesion in order to ensure successful device delivery and deployment.

Manufacturer narrative:
(B)(4).